Event description:
Information received from the field does not address the patient's clinical status but notes noise. An attempt to replace the lead was aborted. The pulse generator was programmed to avoid the noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative